Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a noise problem and oversensing on the rv lead. The patient was shocked 4 times by the device when he was sitting in his chair watching tv. The episodes were inappropriate shocks due to lead noise. The noise fell into the vf zone. There was noise on the near field bipolar channel as well as the far field discrimination channel. The lead was capped and replaced.